Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there are no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently ongoing.

Event description:
It was reported that the embolization coil unexpectedly detached in the microcatheter. There was no reported patient injury.